Manufacturer narrative:
The MFR is waiting to receive add'l info from the distributor. Upon receipt of the info and confirmation of the cause of the reported failure a f/u MDR will be submitted.

Event description:
The distributor received a millennium ventilator for eval. Their customer had stated that the peep and pip failed to meet spec and that interference was observed. Eval of the device by the distributor found no interference of the peep and pip. The minimum and maximum values of peep and pip were not spec. Visually eval of the lip of one of the duckbill was slightly open. Per the distributor, "there was no health hazard to the pt."